Event description:
The catheter was used as a urinary catheter in the or of a maternity dept. The catheter was placed by a surgeon. The catheter was inserted into the pt (normal way) and the balloon inflated with 10cc of ppi water. "Ppi water" refers to a solution for injection (most probably sterile water or saline solution). The hosp report's does not mention testing of the balloon prior to use, but they might have done so. It seems that the balloon did burst shortly after placement of the catheter. When they pulled the catheter, they noticed that a piece of the balloon was missing and had to perform a cystoscopy of the bladder to remove it. The surgeon placed a new catheter. The report does not indicate that lubricant is being used. The torn balloon part was returned with the alleged product to euromedical for evaluation.